Manufacturer narrative:
Exact date unknown, event occurred in or around (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8352700. Model: sc-8352-70. Serial: (B)(4). Batch: 21280284.

Event description:
It was reported that the patient developed boils and had a suspected infection at the implant sites. The physician does not believe that the infection was device or procedure related. The patient underwent an explant procedure, and explanted devices were not returned due to hospital policy.